Event description:
According to the reporter, skin closure in an orthopedic procedure, the welded loop didn't break, but came loose, it looked like it wasn't welded correctly. Another device was used in order to complete the case. No patient injury.